Event description:
The customer reported regarding issues during prime/rewind. The caller stated the insulin squirted out during manual prime process, and the device alarmed. The customer mentioned that the drive support cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.